Manufacturer narrative:
(B)(4). Reload was also returned with handle.

Manufacturer narrative:
(B)(4)

Event description:
A reoperation was not required.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. Upon the first firing, the surgeon attempted to resect the appendix on the colon side. However, a crack sound was heard halfway and the device stopped firing. The device was replaced by a new handle to complete the procedure. A reoperation was required due to the issue. The surgical time was extended by less than thirty minutes. Additional tissue resection was required due to the issue.